Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant breakage. The patient named (B)(6) is female, (B)(6) years old and (B)(6), accepted tha on (B)(6) 2012. No anomalies were occurred in procedure. The hip of patient felt pain and returned hospital on (B)(6) 2018. X-ray report indicated implant broke. The broken device will be exchanged in revision surgery on (B)(6) 2018. The patient is under monitoring at hospital. Doi: (B)(6) 2012; dor: planned on (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot 178098 device history review reviewed DHR and material certs. No anomalies or discrepancies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.